Manufacturer narrative:
This report is submitted on march 14, 2023.

Manufacturer narrative:
This report is submitted on february 27,2023

Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported) and was subsequently treated with IV and oral antibiotics (specific date and duration not reported). However, the issue did not resolve and the device was explanted on (B)(6) 2023. Re-implantation is planned but had not taken place at the time of this report.